Event description:
It was reported that the patient experienced a loss of therapeutic since an epidural last week. Her "bladder has been non-stop". The patient was at home. It was noted that the patient was not able to travel to see her physician due to her medical condition. The hcp confirmed that the patient inquired about getting reprogrammed.